Manufacturer narrative:
(B)(4). Date sent: 2/10/2026. D4: batch # 677a16. Investigation summary : the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cr40g reload was received with no apparent damage, fully loaded with staples; the washer was uncut, and the drivers and knife were recessed below the cartridge deck. The reload was tested for functionality with a test device and it fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. The event described could not be confirmed as the device was returned without detectable damage. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device batch number 677a16, and no non-conformances were identified.

Manufacturer narrative:
(B)(4) date sent: 12/30/2025 d4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: 1. Please provide more details about the device quality issue: was the device difficult to fire?- not difficult to fire 2. Did the device fire?- yes, but with another reload 3. Was the device difficult to fire?- not difficult to fire 4. Did the device cut?- yes 5. If the device cut/fired, was the cut line complete?- yes 6. Did the device staple?- partially 7. If the device stapled/fired, was the staple line complete?- no 8. If the device was stapled, was the shape of the staples (b-formation, irregular, unformed)?- most of them were irregular 9. Did the device close?- yes, it was closed while firing 10. Did the device open?- no, it was closed while firing 11. Was the device difficult to close on the tissue?- no 12. Was the device difficult to open?- no 13. On which firing did this occur?- second 14. Did the tissue retaining pin lock into the correct position?- yes 15. If yes, how was the issue addressed?- surgeon has used another reload after misfiring 16. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event?- no. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, cr40g misfired during surgery. No patient consequences were reported.